Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq crashed after delivery of treatment and therefore the recording of the session has to be performed manually. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
An investigation was attempt by elekta. The customer was contacted multiple times for data required to investigate the reported problem. All attempts to obtain additional information were unsuccessful. However, the customer requested that the case should be closed. The customer reported that mosaiq crashed after delivery of treatment and therefore the recording of the session has to be performed manually. When this issue occurs, it is obvious to the user that the treatment was not recorded. With the data from the machine log, the user (with help from our product support) would be able to verify the actual treatment and the user could record manually what was treated or correct any incomplete/incorrect treatment. This issue would not lead to serious injury.